Event description:
It was reported that a patient had an initial right total hip arthroplasty. Subsequently, the patient experienced a right hip dislocation and was returned to surgery for revision for right total hip arthroplasty.

Manufacturer narrative:
(B)(4). As the product has not been received, the investigation was limited to the information provided; a review of device history records and complaint history. Radiographs: one radiograph was provided with (B)(4) for review. The radiograph is dated (B)(6) 2020, taken at 19:40. This is likely to be the radiograph mentioned in the provided surgical notes, which was taken intraoperatively during revision when the trial implants were inserted, before a different offset was subsequently chosen for the ceramic head. Therefore, the provided radiograph is not representative of the primary implant nor of the final post-revision implant. The reported dislocation occurred immediately after the primary surgery, when the patient was still in the recovery room. The provided surgical notes for the primary surgery inform that the patient presented severe hip dysplasia, and that is was an extraordinarily difficulty [sic] operation. Hip was fused. Even navigating landmarks was extraordinarily difficult as the hip was fused and showed no motion and was extraordinarily populated by osteophytes and a superiorly located acetabulum from the dysplasia. At the end of the primary surgery, after the final reduction of the joint, the surgeon recorded that his hip at this point certainly could have been longer judging from a soft tissue tension standpoint. During revision, carried out on the same day, the surgeon recorded that [the hip joint] would reduce from an anterior dislocation, but it would not stay reduce[d]. During surgery, after taking the radiograph provided with cmp-0625027, the surgeon decided to implant a 36 +6 mm head, recording that this showed incredible stability anteriorly and posteriorly. I could not get it to dislocate out the front. No further dislocations were reported after revision. The manufacturing history records (mhrs) of the 36 +3mm ceramic head were checked and verify that the part was manufactured and sterilised in accordance with the applicable specifications. The product will not be returned for evaluation. The associated components are under investigation under cmp- 0623805. The instructions for use document included with the femoral head provided the following information: warnings: improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Mal-alignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. Possible adverse events: dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions. Based on the information provided, and as recorded by the physician in the mymobility clinical study records, it appears that the reported hip dislocation is definitely related to the index arthroplasty procedure, due to the complexity of the case derived from the patient severe dysplasia, and it was not related to the device, to the mymobility app or to the apple watch. A review of the complaint database over the last 3 years has found no similar complaints reported with the item and lot combination. A review of the complaint database over the last 3 years has found 1 similar complaint reported with the item 650-0662. No trends were identified with respect to similar complaints. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: risk management report documents the estimated residual risk associated with the reported event. The root cause of the issue could not be determined with the information currently available, therefore the specific failure cause within the risk tables could not be selected for comparison. The reported event states revision due to dislocation. In the risk file, dislocation is considered harm with a severity level of 3 for a number of hazards defined as moderate, which is described in the severity table as: s-3 prescribed medical or surgical intervention to preclude permanent impairment of a body function or body structure. Contributed to minor, temporary, or medically reversible injury. The outcome of the reported event (surgical intervention) is considered to be within the severity of the rmf. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.

Manufacturer narrative:
(B)(4). Initial report. Unique identifier (UDI) number: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted. Associated products: medical product: g7 vit e neutral lnr 36mm e, catalog #: 30103605, lot #: 64521658. Medical product: g7 osseoti multihole 52mm e, catalog #: 110010264, lot #: 6616952. Medical product: tprlc xr mp t1 pps 14x113mm, catalog #: 51-145140, lot #: 6228192. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient had an initial right total hip arthroplasty. Subsequently, the patient experienced a right hip dislocation and was returned to surgery for revision for right total hip arthroplasty.